Event description:
Customer reported via phone call to smell insulin and reported that there was a crack on reservoir. Customer states blood glucose had been between 400 mg/dl and 500 mg/dl. Customer also reported to have received a no delivery alarm but was able to resolve with an infusion set change. Insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.